Event description:
Additional information was received on march 27, 2019: the size of the sheath used was a 6fr. The procedure performed was a diagnostic procedure. Hemostasis was achieved by manual compression. The patient was discharged.

Manufacturer narrative:
Patient race - turkish. One 8fr angio-seal sts plus device was received for product evaluation. The carrier tube assembly was returned along with a partially opened aluminum foil pouch. All accessory components were returned for analysis. Visual inspection revealed that there was no outward damage identified on the locator and hemostasis sheath. The carrier tube assembly was then examined. The bypass tube was detached from the carrier tube and the anchor and the swollen collagen were exposed. The collagen was swollen with blood. While completely opening the poly-foil pouch, the bypass tube was found within. There were no anomalies noted with the bypass tube. No functional testing was performed; the bypass tube could not be reinserted over the carrier tube assembly since the collagen had expanded as it was likely exposed to blood. The IFU states: "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that pulling the carrier tube forcefully from the pouch without completely opening it may result in dislodging of the bypass tube. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a percutaneous transluminal coronary angioplasty , the physician decided to use the angio-seal device. After the procedure the sheath pulled away. The sheath of the angio-seal was inserted to the femoral region and when they tried to introduce the angio-seal, they realized that the anchor was exposed. There was no harm to the patient.